Manufacturer narrative:
Additional narrative: additional device product codes: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, the drill bit of the estuary hose split after the graft extraction finished. This report involves one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that ria driveshaft l520, 314.743/h427158 was found broken at the distal end, the broken piece was not returned. Additionally, the ria driveshaft l520 is bent from the shaft. The dimensional inspection at the point of breakage was performed, and it is within the specification limit. The observed condition of the ria driveshaft l520 was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the ria driveshaft l520 was observed to be broken and bent. While no definitive root cause could be determined, it is probable that the ria driveshaft l520 was broken due to unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that no broken fragments retained in the patient. The procedure was completed successfully with no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: investigation summary: the complaint device (ria driveshaft l520) was not received for investigation. A photo investigation was performed based on the photo provided. The image was reviewed, and the complaint condition is confirmed. The tip of the device is broken, fragment is missing in the evidence provided. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part # 314.743. Synthes lot # h427158. Supplier lot # h427158. Release to warehouse date: 23 oct 2018. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.